Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. Customer consumed carbohydrates to address bg. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.